Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a maverick 2 balloon catheter in two pieces. The shafts, balloon, tip and welds were microscopically examined. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 19cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified left circumflex artery (lcx) with lesion bend between 45 and 90 degrees. A 2.00mm x 9mm maverick²¿ balloon catheter was advanced for dilation but the device failed to cross the lesion after three attempts. The device was removed and the procedure was completed with a 2mmx10mm balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.